Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previous medwatch report filed, additional reported information received: arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath after an interventional procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. A new starclose se device was used to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a starclose se device. Reportedly, the starclose se sheath did not split the entire length. No additional information was provided.